Event description:
It was reported that during a cholecystectomy procedure, the clip broke when it was loaded. Another device was used to complete the case. There were no adverse consequences to the pt.